Manufacturer narrative:
Investigation summary: one open 31g x 8mm pen needle sample was returned from lot. No. 8227631, cat. No. 320109. Visual examination was carried out on the returned sample and it was observed that a piece of the cannula was stuck in the shield. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula through shield, pe cannula broken). Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA 290556 was raised to address this issue.

Event description:
It was reported that bd ultra fine¿ pen needle was an insufficient length on the patient end. This was discovered during use. The following information was provided by the initial reporter: material no: 320109; batch no: 8227631. It was reported: verbatim: found 1 pen needle with the patient end missing or just 1mm there. Did not use this pen needle. Found when removed the inner shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle was an insufficient length on the patient end. This was discovered during use. The following information was provided by the initial reporter: material no: 320109, batch no: 8227631. It was reported: verbatim: found 1 pen needle with the patient end missing or just 1mm there. Did not use this pen needle. Found when removed the inner shield.